Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The cause of the system error 2240 was determined to be use error.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in line), which occurred on the homechoice during initial drain. The home patient (hp) stated he connected himself after he pressed "go" to start the initial drain. The baxter technical service representative explained the proper connect and disconnect procedure to the hp and assisted the hp to cycle the power off/on. The hp was advised to start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.